Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual inspection of the cuff, pump, and balloon found no abnormalities. All components passed the leak testing. The pump passed the additional functional testing performed. The reported incontinence is a known inherent risk of device use as described in the device instructions for use.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to incontinence when coughing or lifting heavy objects. The aus cuff was explanted and replaced with a smaller cuff. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to incontinence when coughing or lifting heavy objects. The aus cuff was explanted and replaced with a smaller cuff. There were no additional patient complications reported.